Event description:
It was reported that the caller experienced an issue with incorrect time settings on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor for any future discrepancies, with instructions to follow up if the problem recurred.